Event description:
It was reported to boston scientific via an article published in journal of sexual medicine that a retrospective study was conducted to evaluate the initial outcomes utilizing the rezum system in patients with large glands (>=80 grams) in a tertiary care center. A total of 150 patients charts who underwent a water vapor therapy for benign prostatic hyperplasia (bph) by three different surgeons, were reviewed. Of these patients, 34 were treated with large glands. Planned post-procedure catheterization regimen included a minimum of 3 days and a maximum of 1 month in men with preoperative catheter dependence. Large glands (80>= g) utilized stacked treatments and often received the max 15 rezum treatments per device. Post-operative results were compared by t-test and chi-squared analysis. In the results, the average prostate gland size was 109.9 grams. Twenty-one (21) patients were catheter dependent preoperatively. Of these, 16 (71,4%) patients no longer required catheterization at follow-up. Also, significant improvements were seen in the american urological association (aua) symptom score, whereas post void residual trended towards improvement. Ten patient required additional catheterization time with an average of 27.5 days and a range of 1-106 days. Post-operative complications were rare. Peri-procedural anticoagulation was associated with post-operative hematuria requiring cystostopic clot evaluation. In these patients with significant hematuria, bleeding was identified and controlled by cauterizing the mucosal edges of prominent median/intravesical lobes. No men reported new onset on erectile dysfunction (ed). The study concluded that the rezum prostate ablation of large glands appears to be an effective minimally invasive technique even in patients with urinary retention. While complications were rare, the study suggests that caution should be exercised in patients requiring peri-procedural anticoagulation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 time of event - estimated.